Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring blood glucose fluctuations without a clear root cause and, per trainer recommendation, performed a factory reset of the ilet and completed setup; the user wears a libre 3 plus sensor and a contact detach infusion set, and troubleshooting and education were completed including treatment with oral glucose. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.